Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient turned therapy on after implant and never adjusted it and never felt stimulation. The rep checked impedances at 3v and 0 and everything was > 40,000. With 2 as a reference, 0-7 were >40,000 and 8-15 were 26,000-39,000. With 9 as a reference, 8-15 were 1 ,200-1,400. The rep was going to try to reprogram on the 8-15 lead. The rep said there were no falls or trauma. No further complications were reported.